Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set cannula. An infusion set change was performed to address the issue. Additionally, it was reported that air was observed within the cartridge tubing. The customer successfully primed the air bubbles out of the cartridge tubing. Customer's blood glucose level was 112 mg/dl.